Event description:
Approximately a month and a half after lvad implantation, the patient developed right-sided weakness and aphasia. The patient¿s proximal left middle cerebral artery was noted to have a filling defect. The patient¿s symptoms were reported to have ¿quickly¿ improved, and he/she was discharged home a few days later.

Manufacturer narrative:
The product will not be returned for evaluation, but the investigation is ongoing. Additional information will be submitted within thirty (30) days of receipt

Manufacturer narrative:
This patient later underwent cardiac transplantation ((B)(6) 2013), but the product was not returned for evaluation. Attempts to ascertain why the device was not returned have been unsuccessful. There are clinical factors that may have contributed to reported event. Based on a review of the relevant and available information, there is no evidence to suggest that the reported event was related to a device defect.